Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3536 showed twenty other similar product complaint(s) from this lot number.

Event description:
It was reported that the connection between the luer fitting and connector leaked liquid continuously when the product was in use. The problem of liquid leakage was not addressed even though the connector was replaced. It was reported this occurred with six catheters. This report addresses the first device.

Event description:
It was reported that the connection between the luer fitting and connector leaked liquid continuously when the product was in use. The problem of liquid leakage was not addressed even though the connector was replaced. It was reported this occurred with six catheters. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the purple luer adaptor was inconclusive due to the sample condition. A photograph of the implicated 4fr s/l powerpicc catheter was returned for evaluation. The catheter shaft was found within a plastic bag while the catheter luer adaptor extended from the plastic bag and was held within a person¿s hand. The photograph was focused down the bore of the connector. A reflective section was seen within the connector. It could not be determined from the photograph if this was a drop of fluid or some deformation within the luer adaptor. Functional testing, dimensional measurements, and microscopic analysis could not be conducted without the physical sample. The observable features on the submitted photograph did not contain enough information to independently confirm the complaint or identify a specific root cause of the reported event. Possible contributing factors for a leak at the connection could include an incorrect/incomplete connection, an incompatible accessory, or a damaged/deformed connector. H3 other text : evaluation findings are in section h.11.